Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the cartridge tubing. Blood glucose (bg) was 75 mg/dl. The customer successfully primed the tubing to remove the air. Reportedly, the customer felt that the pump was not functioning properly due to the air bubbles in the tubing. The customer was hospitalized with a bg of 280 mg/dl. Bg was addressed with insulin drip and the customer was released from the hospital on (B)(6) 2017. A system check with tandem¿s technical support indicated that the pump functioned as expected.